Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the posterior cuff was still loaded on the foot and the link still attached to the cuff. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed and the reported complaint was confirmed. The link was pulled from the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. During the investigation, the plunger was reinserted. The needle trajectory, needle depth and push mandrel travel were acceptable. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Each component is inspected during manufacturing and each finished good lot is inspected by sampling plan. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Therefore, the most probable root cause for the posterior cuff miss is related to the operational context of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. This type of reported event will continue to be monitored.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and a second proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.